Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switch episodes were noted via merlin on demand. Review of the episodes indicated that the noise was isolated to the atrial lead. The patient is not pacemaker dependent. No intervention was performed. The patient was stable and will continue to be monitored.